Event description:
On several occasions, the user noted that the unit would intermittently turn off when starting to charge. There was no pt harm involved. The problem was traced to a broken solder joint on transistor q5 of assembly 590263 that was making intermittent contact. The cause of the broken jointcould not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.